Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the monopolar curved scissors instrument's main body was not able to be used and was removed using an emergency wrench. The robot operation could not be continued due to the error of the main body, and it shifted to laparoscopic. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the procedure was converted to traditional laparoscopic approach and it is unknown if the conversion resulted in increasing port size incision or adding additional ports. The patient tolerated the change and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on three out of three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.